Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be replicated. The representative trained the site on proper boot up. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that during an outside procedure the system is intermittently not completing the 3d spin. They had no issues with the 2d images. There was no patient present. Issue was unable to be resolved at the time of the event.